Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The evaluator was able to reproduce the issue during testing. A review of the event history log revealed multiple events of system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an intermittent lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.